Event description:
It was reported that during the basilar artery stenosis procedure, physician placed a guide catheter to go into a support catheter and then used a guidewire to bring a microcatheter to pass the lesion to reach posterior cerebral artery p2 segment. Then delivered the subject balloon catheter along with a guidewire to pass the lesion and applied pressure to dilate the subject balloon. However under digital subtraction angiography, the balloon was not seen expanded. Physician withdrew the subject balloon catheter to check and found that it leaked within patient anatomy. The subject balloon catheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR (device history record), there is no indication that the device, labelling, or packaging failed to meet its specifications when released. During visual/microscopic inspection, the balloon catheter shaft was found to be damaged inside the hub. There were no other anomalies noted. The balloon was found to be intact. During functional inspection, balloon leaked and balloon failed to inflate functional test ¿ the balloon could not be inflated due to hub leak. There was no balloon leakage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported ¿balloon failed to inflate' and ¿balloon leaked during use' could not be duplicated as it was not possible to inflate the balloon and check for holes/damage due to the damage noted to the balloon catheter shaft inside the hub. The device did not met specifications when received for complaint investigation based on the visual and functional anomalies noted to the returned device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'delivered a balloon along with 300cm guidewire to pass the lesion and then added pressure to dilate the balloon. However, under digital subtraction angiography the balloon was not seen expanded. Withdrew the balloon to check and found it leaked. Once removed from the patient the physician was unable to find any holes or perforation to the balloon and the balloon could not be inflated outside the patient either. The device was returned for analysis, and it was noted that there was a hole/cut to the balloon catheter shaft when viewed through the inflation port of the hub causing leakage. There was no other damage present to the device. The balloon catheter hub leak functional test failed. Based on investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of ¿undeterminable¿ will be assigned to the as reported ¿balloon leaked during use' as it was not possible to inflate the balloon and check for holes/damage due to the damage noted to the balloon catheter shaft inside the hub. An assignable cause of ¿use error¿ will be assigned to the as reported ¿balloon failed to inflate' and the as analyzed ¿balloon failed to inflate¿, ¿balloon catheter shaft leaked during use¿ and ¿balloon catheter damaged¿ as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the basilar artery stenosis procedure, physician placed a guide catheter to go into a support catheter and then used a guidewire to bring a microcatheter to pass the lesion to reach posterior cerebral artery p2 segment. Then delivered the subject balloon catheter along with a guidewire to pass the lesion and applied pressure to dilate the subject balloon. However under digital subtraction angiography, the balloon was not seen expanded. Physician withdrew the subject balloon catheter to check and found that it leaked within patient anatomy. The subject balloon catheter was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.